Manufacturer narrative:
MFR report number 0002023141-2020-01945, section "d4: device UDI number" was submitted with UDI # (B)(4) in error. Associated lot # 62945873 was manufactured prior to 24-sep-2015, as a result, a UDI number is not required. The following sections have been updated: g7: checked "follow-up"

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Email unknown / not provided. PMA/510k: k101880. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. Summary reporting.

Event description:
It was reported that the implant at tooth site # 3 due to peri-implantitis failed at the implant site and was removed. Implant had to be removed after infection, peri-implantitis and loss of integration found while attempting final impression. Site was grafted together with placement. Due to the time the implant was in the patients¿ mouth, it is determined that the complaint category reflected as peri-implantitis symptoms as a result of the event: infection, pain, inflammation, bone loss.